Manufacturer narrative:
Product ID: 3387s-40, lot# v020895, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v020895, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7436, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4). Analysis of the implantable neurostimulator (ins) found the battery was not in new condition. Foreign material was seen in connector ports #6 and #7. Ins output was tested at the distal end of a known good extension. Good, stable output was observed on each electrode pair on an oscilloscope, across a 510 ohm load, connected to the distal end of the extension. Power on reset had occurred prior to analysis. Punchout holes in setscrew grommets #6 and #7. There was foreign material (suspected body fluid) in the setscrew port under the grommets. The device was used for an off label indication. The therapy the device was used for was epilepsy.

Event description:
It was reported the patient experienced neurostimulator pocket discomfort and vibration in the neck. It was noted the event date of the discomfort was (B)(6) 2010 and (B)(6) 2010 for the vibration in the neck due to the extension tract. It was also noted the patient¿s ¿dbs was not working.¿ the patient¿s neurostimulator was replaced on (B)(6) 2011 due to battery depletion and it was reported the patient recovered without sequelae after the neurostimulator was replaced. The outcome was resolved without sequelae with a resolution date of (B)(6) 2013 and symptoms were alleviated when wearing a sports bra.

Event description:
Additional information received reported the patient outcome was resolved without sequelae on 2014-(B)(6). It was noted the intervention, diagnostic method, etiology, and severity were no change. It was further noted that there were no new signs and symptoms.